Manufacturer narrative:
(B)(4).

Event description:
Bag broke during robotic lobectomy. Bag was approximately (B)(4) full, and it broke at the end of the surgery as the surgeon was removing the specimen. The surgeon used a different company's bag to remove the specimen and the genicon bag was discarded.